Manufacturer narrative:
The device was returned to olympus and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head displayed no image. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: g3, h2, h3, h4, h6, h10, h11 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The most probable cause of the findings is component failure, which is expected or random component failure without any design or manufacturing issue. In addition, dust inside the charged coupled device (ccd) and failure of the leak test were observed. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed no image. There were no reports of patient harm.